Manufacturer narrative:
.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced resistance while filling the cartridge. There was no impact to the customer's blood glucose level. The contact was instructed regarding the proper fill process.